Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by product return and review of x-rays. Visual examination of the returned product showed signs of implantation. Provided x-rays identified tibial component loosening with bone osteopenia. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information for the reported event.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial prosthesis. Attempt for further information has been made, but no further information has been provided.